Event description:
The customer reported the table's foot extension continued to not release. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table rails were replaced. It was confirmed the sensors were operating properly. The system was then found to be working as intended.